Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Also, the battery cap was detached and missing; according to the supplier, this issue could be related to the amount of glue applied to the battery cap during manufacturing process. This is a combined initial and final report.

Event description:
A broken/leaking dacapo powerpack was received at (B)(6). Currently neither contact with electrolyte chemistry nor injuries have been reported. The serial number could not be read due to missing powerpack cap.